Event description:
Was using renu moisture loc solution and was waking up with crusty eyes and itching and burning with light sensitivity and discomfort for about 3 or 4 days prior to their recall. I assumed it was allergies to increased pollen in our area. After recall I trashed all contact solution and case and current contacts. Symptoms were alleviated for a few days and then returned and got worse in left eye. My concern is if this co was aware of this problem for 6 months prior to recall, why wasn't the public informed earlier. It could have prevented my condition and possibly multiple other people.